Event description:
It was reported at the time of device changeout for battery depletion, high pacing impedance, > 3400 ohms, was noted on the ventricular lead. The pace/sense portion was capped and replaced. No patient complications have been reported as a result of this event.